Event description:
It was reported that during an unknown procedure, the titanium tip of the device was broken. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The patient had the (B)(6), so the sample was discarded. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.